Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with vnus tubing kit x15. The customer states during a procedure, the tube burst at the thicker part of the connection where it is connected to the pump. The tube and needle was removed and a new tube and needle used to continue the surgery. The tubing did leak onto the surgical floor.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.